Manufacturer narrative:
Reference record (B)(4). Pneumoperitoneum and gastro-intestinal hemorrhage are known complications of a peg tube placement. H6: code of 3191 was chosen to capture the events of pneumoperitoneum and gastro-intestinal hemorrhage. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Additional information received on 23 nov 2020: a presentation by a physician had also reported the events of pneumoperitoneum and gastro-intestinal hemorrhage. No further information was available and no batch numbers or patient identifiers were provided. Multiple attempts have been made to obtain further information; however, no additional details have been received.

Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. Buried bumper and peritonitis are known complications of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date(s), patient(s) in the (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. A presentation by a physician had reported stoma site infection, bleeding, aspiration, buried bumper, overgranulation, and peritonitis. No further information was available and no batch numbers or patient identifiers were provided. Multiple attempts have been made to obtain further information; however, no additional details have been received. If additional info is received, a follow up medwatch will be submitted.